Event description:
It was reported that the patient coded following an ablation procedure. The patient was found to be hypoxic and hyperkalemic. It was also reported that the left ventricular (lv) lead was not capturing. It was also noted that the device was oversensing noise during an impedance test. The day following the procedure the device was checked again and the lv lead was found to be functioning appropriately. The physician believes the lack of capture was due to the patient's clinical state. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.